Manufacturer narrative:
Used (B)(6) 2019 as event date as there was no date provided.

Event description:
It was reported that balloon deflation failure occurred. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. However, the balloon did not deflate. There were no patient complications reported and the patient's status was stable.